Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to moisture damage on the keypad traces. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and a missing end caps sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error; the customer took off the pump to go swimming and when she returned to it the pump seemed frozen so she removed the battery and then received a failed battery test. After the failed battery test alarm she changed the battery and the pump alarmed with button error. The patient's blood glucose at the time of incident was 204 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; however, she stated that the weather has been humid and she has been sweaty and moist all weekend. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.